Event description:
On 02/12/2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info provided. On an unspecified date in (B) (6) 2010, the pt obtained the blood glucose readings of 150 mg/dl, 300 mg/dl and 600 mg/dl on the reported meter within 20 mins of each other. Afterwards, the pt experienced the symptoms of shaking and nausea. The pt took her usual dose of oral diabetes medications; she did not receive any medical attention or treatment. No info was provided about the pt's test strips or testing technique. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she obtained elevated readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for elevation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.